Manufacturer narrative:
The device was returned as part of the asset return process and in addition to the phenomena identified in b5, the evaluation also found that the digital visual interface port was not working subsequently resulting in no image of the serial digital interface (sdi-1). The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, lcd monitor, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the unit failed to display the serial digital interface input image due to a faulty printed circuit board. There was no patient involvement. This report is being submitted for the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that digital video interface port does not function, and the image is not displayed due to defective printed circuit board. Olympus will continue to monitor field performance for this device.